Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported the removal of the dental implant due to its lack of primary stability. Patient presented poor bone quality (bone type IV)